Manufacturer narrative:
The field service engineer (fse) inspected the unit and found no issues. The pt's sample was collected in lithium heparin tube. The sample was centrifuged at 3,000 rcf (relative centrifugal force) for 10 minutes. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.

Event description:
The affiliate alleged the customer reported an aberrant carcinoembryonic antigen (cea) result, for one pt, involving unicel dxi 800 access immunoassay system. The pt's sample was retested and produced a lower clinical result. The aberrant result was released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.